Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 28, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter read inaccurately high compared to another device (freesyle lite). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on april 07, 2016. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿227 mg/dl¿ with the subject meter and ¿63 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the patient informed the mss that he manages his diabetes with self-adjusted insulin and claimed he took an adjusted dose of insulin in response to the reported issue. The patient reported developing symptoms of ¿shakiness, blurry vision and sweatiness¿ as a result of the alleged issue but was unable to confirm if he associated the symptoms with high or low blood glucose. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.